Event description:
It was reported that the patient received a vibratory alert for right ventricular oversensing. Upon interrogation, double sensing was noted. X-ray revealed rv lead dislodgement into the ra. During surgery, the physician attempted to reposition the lead, but was unable to extend and retract the helix. Lead was explanted and replaced with no adverse consequences to the patient. Lead was discarded by cath lab staff.